Event description:
Information was received that during x-ray it was discovered that the rod did not distract at all. The rod was removed and replaced with a new rod.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.

Event description:
No additional information has been provided.

Manufacturer narrative:
Device evaluation: visual inspection of the returned device does not reflect any apparent damage to the distraction rod or the housing body. Functional testing has been conducted and confirmed the reported failure of the device not distracting. The in-house device x-rays showed the distraction rod was pressed against the ball bearing and the ball bearing against the magnet; this likely caused the device to jam. The exact root cause is unable to be determined, however, it is possible that this is related to a user-error either with an external remote controller (erc).